Event description:
During a laparoscopic assisted vaginal hysterectomy the trocar with a 1seal was leaking pneumoperitoneum. The surgeon continued to use the device to complete the case. There was no consequence to the patient.

Manufacturer narrative:
This is not a reportable event, medwatch created in error.